Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system, implanted with another manufacturer's right ventricular (rv) defibrillation lead, exhibited a high out-of-range shock impedance measurement greater than 200 ohms. It was noted that shock impedance measurements were otherwise stable in the 50-60 ohms range. Technical services (ts) reviewed troubleshooting options. This ICD system remains in service. No adverse patient effects were reported.